Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: endurance catheter was inserted into patient. Upon flushing catheter, saline squirted out the back end (self-sealing) portion of the catheter and would not seal. Another catheter was then placed to replace the defected catheter. No sample was retained. A delay was reported without issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: endurance catheter was inserted into patient. Upon flushing catheter, saline squirted out the back end (self-sealing) portion of the catheter and would not seal. Another catheter was then placed to replace the defected catheter. No sample was retained. A delay was reported without issue.